Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during a cryo ablation procedure the mapping catheter "became stuck". The entire system was removed from the patient and the catheter was observed to be kinked and cardiac muscle tissue was attached to the kink. The procedure was then aborted and a cardiac CT was done. The patient was reported to have no symptoms but was kept in the hospital under observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the device, achieve mapping catheter 990063-020 with lot number 209532057, were returned and analyzed. Data file analysis did not show any system notices. Visual inspection of the mapping catheter demonstrated the mapping catheter was inside the balloon catheter used during the procedure. Traces of dried blood were observed on the mapping catheter with no sign of tissue attached. The mapping catheter was easily retracted from the balloon catheter and demonstrated a misshapen loop array. The pebax tubing was kinked above electrode eight and all the electrocardiogram (ECG) wires were broken. All eight electrodes existed attached to the mapping catheter loop. The product analysis findings do not indicate a manufacturing related defect; the damaged tip/loop section and kink were caused by the entrapment of the catheter inside the pulmonary vein and the maneuvering to remove it. In conclusion, the reported kink in the mapping catheter has been confirmed through visual inspection and the catheter failed returned product inspection due to a kink in the tip/loop section. A clinical issue of tissue damage was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.